Manufacturer narrative:
The reported event of difficulty to withdraw the guidewire was confirmed. As received, a complete lead without the associated guidewire was returned in one piece. Visual inspection of the lead found the inner coil stretched/bent and clogged with ptfe material adjacent to the connector pin. A guidewire insertion test was performed. The guidewire was inserted through the connector pin and stopped at the point of the ptfe material unable to proceed further. The cause of the reported event was isolated to the ptfe material clogging the inner coil causing the inner coil to bend/stretch.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-11069, 2017865-2018-11070, 2017865-2018-11071. During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.